Manufacturer narrative:
March 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During routine f/u of the device involved in this report on (B)(6) 2011, the warning message "suspected abnormal right ventricular lead impedance on (B)(6) 2011" was displayed. However, all f/u data indicated normal impedance value. The physician requested an explanation quickly.